Event description:
It was reported the malibu torque limiting driver tip broke off into the cap during a transforaminal lumbar interbody fusion (tlif) surgery. The broken tip was not removed; it remained in the cap. The surgery was completed. There was no injury or adverse consequences to the pt reported. The surgery was delayed 10 minutes dur to this issue. Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.